Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: the black box showed evidence of a loss of prime event illustrated with one call service alarm due to a low non-zero force warning. The battery cap was not returned; a test battery cap and returned cartridge cap were used to complete the investigation. Unrelated to the initial complaint, the battery compartment was found to be cracked at the side of the threads, above and below the bumper grip. Moisture corrosion was observed in the battery compartment and the pump failed a leak test due to a battery compartment leak. The pump ¿ez-prime¿ steps were performed correctly with no call service alarms or any other related warnings occurring during the investigation. The product performed within specification. Product analysis was unable to duplicate the ¿loss of prime¿ complaint. The pump cover was removed for further investigation and no further moisture corrosion was found inside to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).